Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer reported that during placement, guidewire went in smoothly. When clinician went to thread the catheter off of the needle, they felt resistance. They pulled the catheter back and then pulled back the guidewire with the purple advancer. When they pulled the whole device out of the patient, they noticed the guidewire was bent. As they were looking at the guidewire, they noticed that it looked unraveled, and it then just fell off onto the ground. Patient had to be re-stuck. Second insertion was successful. Additional info received on 17-jul-2023: no pieces retained in the patient. There was no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed a guidewire detached from the powerglide device. The guidewire was observed to be unraveled indicating the core wire was broken. No use residue or other details of the damage could be discerned in the returned photograph. While the exact cause of the observed damaged guidewire could not be determined from the returned photograph, possible causes of the damaged guidewire include inadvertently advancing guidewire into tissue, advancing/withdrawing against resistance, and excessive tensile (pulling) force. H3 other text : evaluation findings are in section h11.

Event description:
Customer reported that during placement, guidewire went in smoothly. When clinician went to thread the catheter off of the needle, they felt resistance. They pulled the catheter back and then pulled back the guidewire with the purple advancer. When they pulled the whole device out of the patient, they noticed the guidewire was bent. As they were looking at the guidewire, they noticed that it looked unraveled, and it then just fell off onto the ground. Patient had to be re-stuck. Second insertion was successful. Additional info received on 17-jul-2023: no pieces retained in the patient. There was no patient harm.

Event description:
Customer reported that during placement, guidewire went in smoothly. When clinician went to thread the catheter off of the needle, they felt resistance. They pulled the catheter back and then pulled back the guidewire with the purple advancer. When they pulled the whole device out of the patient, they noticed the guidewire was bent. As they were looking at the guidewire, they noticed that it looked unraveled and it then just fell off onto the ground. Patient had to be re-stuck. Second insertion was successful. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.